Event description:
It was reported that a ventilator failure occurred during a surgical procedure. There was no detail in the report which would reasonably suggest that patient consequences may have occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The involved device was subject to earlier complaints already; the user reported previous issues with the electronic gas mixer, but these were considered not reportable. Investigation of these cases revealed that interrupts in the internal communication between the subsystems have occurred. Based on this finding three pcbs of the device have been replaced one after another. But this could obviously not eliminate the triggering condition since the communication interrupts recurred intermittently. The replaced original boards have been mounted into the periphery of a lab device and were tested intensively but did not exhibit any deviations. Hardware defects thereby can be excluded as the underlying root cause for the ongoing issues. The user facility was asked for their current esd protection measures and potential other sources of electromagnetic disturbances. It was responded that the hospital exchanged the serial interface cable to the connected pc and that the device remained for 4 weeks in use since then without exhibiting new issues. Dräger finally concludes that, most likely a non-conforming cable connected to the serial interface was the source of electromagnetic disturbances and that these must have exceeded the immunity barriers of the device. This has led to the communication interrupts of the internal components. The device has responded as designed upon these communication interrupts and posted corresponding alarms. If ¿ like in the previous complaints ¿ only the electronic gas mixer will be shut down, the user can establish emergency gas dosage manually; the procedure is explained in detail in the IFU and, the device assists with screen prompts. If a ventilator shutdown occurs like in this instance the user can bridge patient support in manual ventilation with the built-in breathing bag. The monitoring functionalities remain unaffected.

Event description:
It was reported that a ventilator failure occurred during a surgical procedure. There was no detail in the report which would reasonably suggest that patient consequences may have occurred.